Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The customer did not request any service. The logs were not provided and we did not get any further update about the current status of the ventilator. The reported error indicates that the standby valve is open and one of the recommendation as a remedy for this issue is to replaced the exporatory channel printed circuit board (pcb). Information about why the the pcb was broken was not provided despite several communication attemps. Due to lack of information, the root cause of the reported event can not be established. H3 other text : 4117

Event description:
It was reported that the ventilator generated a technical error indicating "safety valve open". There was no patient harm. Manufacturer ref.#: (B)(4).